Event description:
A report was received that the pt's precision system was explanted due to staphylococcal infection. The physician had no additional information regarding the explant and the infection.

Manufacturer narrative:
The explanted devices will not be returned to bsn for eval.